Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There has been one other similar complaint reported in the lot number. Additional info was requested on 03/23/2012 and 03/30/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that one month following bilateral intraocular lens (iol) implant surgery, he is experiencing blurry distance and near vision. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.